Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. Upon inspection, it has been determined that the pawls were broken and not holding the ratchet extension.the pawls needed to be replaced. General maintenance and cleaning required. The device exceeded it's expected life of 7 years (manufactured in 2009).the reported complaint was confirmed. The complaint was likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2114 mayfield infinity xr2 skull was not locking. Additional information has already been requested.